Event description:
It was reported that a holter monitor showed that at ventricular pace was missing about once every other hour. The ventricular sensitivity was changed and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID 457445 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).